Manufacturer narrative:
The angiodynamics october 2016 complaint report was reviewed for the bioflo dialysis product family and the failure mode, " extension leg detached/separated/fractured." No adverse trend was indicated. Returned was a used catheter which was confirmed to have a hole in the arterial extension tube just below the junction with the female luer (adjacent to the flat section of the hub - 90 degrees from the molded parting line.). There was no visible indication that the failure is related to either the manufacturing process or the associated tooling. As a definitive root cause for this event could not be determined, a CAPA has been initiated to provide further investigation and determine if corrective action is required. Manufacturing process controls for the dialysis catheter include visual inspection for damage or defects. 100% leak testing, and guidewire insertion testing to verify lumen patency. (B)(4).

Manufacturer narrative:
Although the used catheter has been returned to angiodynamics the device evaluation is not yet complete. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported dialysis catheter had been placed in the patient on (B)(6) 2016. When a hole was noted in the hub of the extension tubing on (B)(6) 2016, the catheter was removed and replaced. The patient condition was reported to be "unaffected" by the event. The used device is expected to be returned to angiodynamics for evaluation.